Event description:
Boston scientific crm received information that this lead had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.